Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The reported event of receiver was overheating could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. The battery was charged during product investigation. The receiver was opened for further evaluation. An interior inspection observed a defective battery; however, there was no physical damage to the device. The reported event of an overheating receiver was not confirmed. A root cause could not be determined.